Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. The customer's blood glucose level was 271 mg/dl. The customer reported that the alarm was resolved by an infusion set change. The customer would like to return the set and reservoir for analysis. The customer was advised to call when the alarm occurs in order to troubleshoot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.